Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a bph procedure, it was observed that the "laser went out frontally and laterally." No information was provided regarding how the procedure was completed. There was no injury to the patient reported. No further information was provided.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-534a-2406: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: the first fiber: 44,900 joules used and 5 minutes expended. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed with second fiber.